Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the luer lock on the cartridge was leaking. The reporter stated that the patient experienced a blood glucose (bg) of 500 mg/dl with mild nausea. The reporter stated they were not able to get the bg down with the pump and discovered it was leaking again. The reporter called the patient's healthcare professional and they were told to remove pump and implement back up plan. The patient was treated with exogenous insulin via pen and bg came down to 300's mg/dl. Customer support reviewed technique with reporter and found multiple user errors causing the insulin to leak from the luer lock area. The reporter stated that the luer lock is seated squarely but it was loose and not screwed on all the way. When the luer lock is screwed onto the cartridge it spins in place. Troubleshooting also indicated that when attaching the luer lock/tubing to the cartridge after inserting the cartridge into the pump, not able to get a tight and secure fir this way, causing the insulin to leak as the connection is not finger tight. This report is being made due to the patient's alleged hyperglycemic event that resulted from inadequate use of the cartridge.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2013 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (inadequate use of the cartridge).